Event description:
This complaint is now reportable based on the analysis completed on 10/17/2006. It was reported that during a coronary drug eluting stenting treatment procedure the stent could not cross the heavily calcified distal lesion in a very tortuous circumflex. The physician attempted to place a 3.00x16mm taxus express2 drug eluting stent, but had difficulty crossing the lesion. The procedure was completed with another 3.00x16mm taxus express2. There were no pt complications and the pt's condition is reported as very good. However, the returned product confirmed that there was a shaft fracture.

Manufacturer narrative:
A detailed examination of the returned device found a shaft hypotube break measured approx 56.2cm distal from the strain relief. The device appeared to have been kinked at the point of separation. This type of damage is consistent with excessive force being applied to the device during delivery attempts. A kink was noted just distal to the port along the shaft polymer extrusion. However, the complaint report stated that the physician experienced difficulties trying to cross a severely tortuous and heavily calcified lesion. A detailed examination of the entire device could not identify any issues with distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. The root cause of the complaint incident could not be identified. A full review of the manufacturing records for this device confirmed that the device met its material, assembly and product specifications.